Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation as water blisters, itching, redness, and rawness. Patient did seek medical attention and used an otc medication, neosporin. Patient did follow skin preparation instructions.